Event description:
The patient reported that v-go 30's have been falling off when they are applied to the left side of her stomach. The patient stated that this has occurred 7 or 8 times. The patient confirmed that she is using an alcohol swab to clean the infusion site prior to applying the v-go.